Manufacturer narrative:
One cadd solis vip pump was received for the evaluation of a reported error code. The pump was received in a physically good condition with no evidence of the reported issue in the event log. A device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A functional test was performed to further investigate and the customer's problem was confirmed. During power up and inspection, the device was alarming an error code 44000 in red on an application screen display. The error code 44000 indicates problem with warning no app found. Further investigation and determined that the error code 44000 was alarming and occurred due to no software installed and the root cause of the issue. Therefore, the software will be installed. H6) there was no patient involved during the reported event.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited error code 44000. No reported adverse effects.